Event description:
On (B)(6) 2014, it was reported that the patient experienced elevated blood glucose levels as high as 500 mg/dl. He thinks his infusion device does not accurately deliver his boluses. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).